Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results from four patient samples processed on a vitros eciq immunodiagnostic system: patient 1 tropi es: 0.068 ng/ml vs. Expected < 0.012 ng/ml. Patient 2 tropi es: 0.069 ng/ml vs. Expected < 0.012 ng/ml. Patient 3 tropi es: 0.068 ng/ml vs. Expected < 0.012 ng/ml. Patient 4 tropi es: 0.068 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory, as the customer tests all samples with tropi es assay in duplicate. There was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I free precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the investigation could not determine if the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor.